Event description:
It was reported that the drill tip hit a nail, causing the tip of the drill to shear off and become embedded in the bone. Additional attempts are being made to the customer for additional information.

Manufacturer narrative:
Upon further review, the handpiece did not cause or contribute to the fracture of the drill bit. The handpiece will be deemed concomitant to the reported drill bit.

Event description:
It was reported that the drill tip hit a nail, causing the tip of the drill to shear off and become embedded in the bone. Upon further review of the information provided, the handpiece did not cause or contribute to the fracture of the drill bit. The handpiece will be deemed concomitant to the reported drill bit.